Manufacturer narrative:
(B)(6).

Event description:
The customer complained that the accu-chek inform ii meter with an unspecified serial number misread a patient ID barcode. The correct patient ID was (B)(6). The meter scanned the patient ID as (B)(6). The patient ID that was incorrectly scanned did not exist as a patient ID so no results were incorrectly assigned. No adverse event occurred. The original bar code that caused the issue was destroyed. The customer attempted to reproduce the issue but was unsuccessful. The customer will return some sample bar codes for investigation. The sample bar codes were received. It was noted that the 2 bar codes with different patient ID numbers were visually very similar. A reproduced customer bar code with number (B)(6) was very similar to a bar code generated with number (B)(6). There is a slight shift at the end of the bar code that is different between the two. The customer is not using checksum. A specific root cause for this event was not identified. The investigation could not be completed since the original bar code involved in the error was destroyed at the customer site.